Event description:
Hologics novasure endometrial ablation I am basically in 24hr agony in (B)(6). Touted by our gynecologist as low risk. Crippled by this barbaric torture. Please ban this glorified blowtorch. FDA safety report ID# (B)(4).